Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; visual evaluation of the customer photo's observed physical damage consistent with user mishandling. The on/off gasket was replaced and the device was recertified and returned to the customer. Analysis could not be performed. The device was repaired and returned to the customer.